Event description:
Modified the anterior flange of tibial component and patella component because of the position of the patella relative to the tibia. Modified the anterior and tibial poly. The doctor burned some away from the tibial component and the patella component to reduce impingement. Components were modified - not removed.